Event description:
The customer reported a whitescreen error. The device was returned to the biomedical department with an unsigned note that indicated, whitescreen with text on screen. No tracking info was provided; therefore, specific pt info, device programming or event details were not available. There were no reports of adverse pt events or delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a software error. This report represents all the info known by the reporter upon query by hospira personnel.